Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
Boston scientific received information that noise was observed on the rv channel. The noise could be reproduced in the clinic with isometrics and arm movements. The noise was small in nature and was not being marked by the device. It was noted that the rv sensing was programmed to unipolar configuration however, the pacing was programmed to bipolar configuration. It is not clear why they would have unipolar sensing with a pacemaker dependent patient. A review of the daily measurements confirmed normal and stable impedance measurements. There was a yellow alert due to rv pacing greater than fifty percent. It was determined that the patient was inappropriately pacing in the rv. Testing revealed that the patient is in sinus bradycardia with 1st degree heart block. R-wave measurements are low which is most likely the reason the device was programmed to unipolar sensing. They reprogrammed sensing to bipolar, adjusted the sensitivity and programmed the device to aai mode with vvi as back up. Testing after the programming changes were performed showed no further issues. The patient is fine and has no complaints. This product issue will be updated if additional information is received.